Event description:
The customer reported that two tapered implants failed which resulted in removal.

Manufacturer narrative:
The investigation of the device has not yet been completed. An update will be provided upon completed investigation.